Event description:
No additional information.

Manufacturer narrative:
Correction: f code updated investigation results: the complaint of a slit in the tubing was confirmed; however, the root cause could not be determined. One 20ga nexiva unit from lot #3220066 was provided for investigation. The sample exhibited evidence of use. A functional test revealed a leak in the extension tubing. Microscopic analysis revealed a circumferential kink in the tubing. The tubing was breached in two locations at the kink. It is possible that the tubing was damaged over time due to repeated kinking of the tubing; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that blood was leaking from a slit in the catheter on a bd nexiva 20 ga x 1-1/4 in single port. The following information was provided by the initial reporter: 'we have another defective 20ga IV cath, the clear plastic line has a slit in in.' Additional information received 02/05/2024 'there was no delay of, or change in, the course of treatment however the patient had to be stuck a second time. The patient did not have a negative outcome or impact. IV was removed and a new IV started. The issue was that blood was leaking from clear plastic tubing.